Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had reduced angulation. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the control section and residue was found in the suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer could not confirm the source of the foreign material. The customer could not confirm whether there was a delay between procedure and pre-cleaning. Regarding manual cleaning, the customer reported there were no abnormalities in the reprocessing accessories. The customer could not confirm whether the channels and cylinders were wiped and brushed. In addition to the foreign material found, the visual examination found the following additional issues: the distal end cover was dented; the suction connector was corroded; the universal cord protector was scratched; the universal cord was scratched and dented; the image guide protector was scratched; the hand grip was sheared; the mouthpiece was loose; the adhesive on the bending section cover was cracked, chipped and cloudy; the connecting tube was scratched; and the connecting tube was discolored. Functional testing of the device showed the up/down directional knob had excess play due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.